Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2022, the patient's daughter reported that her mother's infusion set pulled out twice. She felt tired, confused and experienced high blood glucose level (49 mmol/l) on sunday. Therefore, on the same day of the incident (B)(6) 2022, sunday), at the patient was hospitalized due diabetic ketoacidosis with blood glucose level of 49.0 mmol/l. Moreover, the expiration date of the infusion set is (B)(6) 2024. During hospitalization, she received insulin intravenously as corrective treatment. The patient was released from the hospital after staying for 3 days in the hospital. No further information available.